Event description:
Healthcare professional reported "fall of the left breast," "discomfort," and "radial folds." Patient's representative later reported "perilobular stromal fibrosis," "learned about the recall," and "capsular contracture grade IV and late seroma." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.